Event description:
The customer reported to beckman coulter (bec) that less than 2 ml of diluent leaked from baths and onto countertop from the coulter ac *t diff 2 analyzer. The leak was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing a laboratory coat, gloves and goggles at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No erroneous results were generated in connection with this event. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched to the customer's site. The fse inspected the instrument and found the white blood cell (wbc) bath was overflowing due to a faulty waste pump. The fse replaced the waste pump (lv6) and wbc bath resolving the leak. The fse also adjusted the clot detection and latex voltage as preventative maintenance prior to the customer performing scheduled calibration. Service activity was performed and was verified to meet the specified requirements per established procedures. Failure mode was related to a faulty waste pump (lv6). (B)(4).